Event description:
An operating room (or) nurse reported having issues with the cassettes and that 2-3 cases have resulted in posterior capsular (pc) tears requiring anterior vitrectomies. The facility noted that when using cassettes from a different lot, no pc tears occurred. Additional information was then received from the operating room nurse. This report represents the first case. During the first case, the surgery took 2 hours due to delays caused by cassettes not priming and/or losing prime and cassettes not engaging during surgery. A second system was brought in to complete the case, and a system message displayed. The tubing was changed out and multiple cassettes were attempted, but the issue was not resolved. The patient has since undergone an intraocular lens (iol) exchange where the 3-piece iol was removed and replaced with an anterior chamber iol. The 3-piece iol initially implanted was not stable and had tilted. During the secondary surgery, the surgeon had difficulty with the anterior vitrectomy probe not cutting well. The surgeon indicated that the pc tear was not caused by any alcon system, device, iol, or consumable and was instead related to the patient's history of glaucoma and weak zonules.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).